Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on january 17, 2019 that a genesys hta procerva procedure set was used during a hydrothermal ablation procedure in the uterus was performed on (B)(6) 2019. According to the complainant, during the procedure and seal check, the physician punctured the sheath with his tenaculum. The procedure was completed with another genesys hta procerva procedure set. There were no serious injury/adverse effect to patient as a result of the event.